Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the competitor guidewire tip was bent inside the lead tip nose, and it could not be removed due to the distal conductor obstruction. No conductor distortion was observed. Destructive analysis was performed to remove guidewire from lead to complete electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implanter placed the left ventricular (lv) lead over a competitor guidewire and the wire passed through with difficulty. It was decided to exchange the guidewire and the wire became stuck. The lv lead was replaced. No patient complications have been reported as a result of this event.